Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous lead system exhibited noise on all three channels. The patient had also complained of muscle stimulation in the pocket area. The physician suspected lead crush. The device was electively explanted and the leads were capped.